Event description:
It was reported that, during a procedure, the motor drive unit was overheating. Surgery was completed with a smith and nephew back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: case-(B)(4).

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. The visual inspection revealed a missing o-ring and a broken lanyard. The visual inspection revealed the returned device's motor would not activate when any of the three buttons were depressed. It is noted the device does show a connection to the test d2 and does draw ma. During the functional evaluation the returned device did grow warm. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the reported event include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.